Event description:
It was reported to philips that the wireless footswitch stopped working during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a planned neurovascular treatment. The treatment was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch stopped working. Upon functional testing, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was off and the color of the battery indicator was green. Upon further troubleshooting, the fse confirmed that the footswitch was intermittently getting stopped from emitting x-rays due to mechanical problem. The defective wireless footswitch returned for analysis and bracket was loose and cable of charger connector cap was broken. To resolve the issue, the fse replaced the wireless footswitch and programmed it. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.